Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to (B)(4) volcano policy. Information obtained on 12 april, 2016 indicated that the crux filter was initially placed in the patient for peri-op lack of anti-coagulation. The ivc filter was confirmed to be in place without any thrombi. A cook ivc filter removal snare was advanced and the tip of filter was engaged. The filter was pulled without any complications and checked for integrity. All pieces were accounted for. The removal of the ivc filter was successful. It is unknown how long the device was in situ prior to removal. While in recovery post-procedure, the patient had a seizure witnessed by a radiology tech. Patient thereafter felt clammy and had chest discomfort. An ECG was done. No changes were observed and vital signs were stable. The patient was sent to nearest hospital to rule out a cardiac event. The patient was diagnosed with cardiac tamponade. The patient was treated and made a full recovery. The device was discarded at the facility, therefore device analysis could not be performed. The sales representative was contacted to retrieve the implant date of the device, removal date of the device, patient information, and serial number or lot number details of the device that was used from the facility. Attempts to retrieve such information were not successful at time of this submission. The information that has been obtained is insufficient to conclude that there is a relationship between the retrieval, seizure, and cardiac tamponade. Per the physician's assessment, the extent to which the crux filter caused or contributed to these adverse events is "unknown." A supplemental report will be filed if additional information germane to this case is obtained during the course of the investigation.

Event description:
It was reported the physician successfully removed a crux vena cava filter device and the patient went into recovery. While in recovery, the patient suffered a cardia tamponade and was rushed to the hospital via ambulance. It was reported patient's condition today is "fine." All reasonably known patient information is included in this report. Requests were made via the sales representative (rep) to obtain patient information. The rep was not successful in obtaining this information.